Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported an insulin flow block alarm during fill cannula. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: sides of the case scratched. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any unusual insulin flow block/no delivery/occlusion alarms or pump errors that may have occurred around the event date. The adapt tool confirm that the following alerts/alarms occurred around the event date: 7=no delivery--20+ alarms starting from (B)(6) 2021 to (B)(6) 2021. Most of these alarms occurred during a bolus. In addition to this, the adapt tool lists the following pump errors which could potentially trigger a critical pump error: pump error 53 occurred on (B)(6) 2021 @ 04:11 and pump error 4 occurred on (B)(6) 2021 @ 04:11. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of an insulin flow block alarm during fill cannula was not confirmed during testing; however, the unit fails because of the pump errors 53 and 4. The pump errors are due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Troubleshooting was performed. Customer stated that they had tried all recommended troubleshooting. No harm requiring medical intervention was reported. The device will be returned for analysis.